Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion testing due to faulty force sensor. Insulin pump was unable to test for prime test, excessive no delivery test and occlusion test due to motor error alarm. Motor was tested outside the insulin pump and passed. Insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reports to have received a motor error alarm and no delivery alarm. Customer declined troubleshooting for no delivery alarm. Customer's blood glucose was 259 mg/dl. After troubleshooting for motor error alarm, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.